Event description:
It was reported that the pump touchscreen was unresponsive. During troubleshooting with tandem technical support, it was confirmed that the pump was reset and customer was able to successfully resume insulin therapy. The customer's blood glucose (bg) level was 535 mg/dl. The customer addressed their bg with a manual injection.